Event description:
It was reported that the device was unable to be interrogated via radio frequency (rf) telemetry. Abbott technical support was contacted and a firmware update was performed to resolve the event. The patient was in stable condition.